Manufacturer narrative:
The stryker prophecy team has received a CT scan for upcoming revision surgery, however, the reason for the revision is still unknown. At this time, it cannot be determined which of the devices involved may have caused or contributed to the reported event. Additional information was requested from the initial reporter and if becomes available the reportability decision will be reevaluated.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.